Event description:
It was reported during the implant procedure that the implantable cardioverter defibrillator set screw would not accept the torque driver. The device was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed. The right ventricular setscrew was found to be fully stripped from the lead bore. This did not allow the set screw to be tightened and secured properly in the field. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing functions of the device were tested and found to be normal on atrial chamber.